Manufacturer narrative:
A complete lead was returned in one piece and the helix was found clogged with blood. The inner coil inside the connector region was found overtorqued consistent with damage caused during attempted reposition. This overtorquing caused the inner coil to deflect towards the ring electrode, resulting in electrical shorts and outer insulation twisting. Electrical testing revealed no indication of conductor fractures. No anomalies were found on the lead with the exception of damages consistent with those occurring at the time of attempted reposition. The results of the investigation concluded the analysis of the device was normal with no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Right ventricular lead dislodgement was suspected due to threshold increase, which resulted in exit block and asystole, requiring external fibrillation. The lead was explanted and replaced. The patient is in stable condition and being monitored.